Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient was experiencing ineffective stimulation (date of event is unknown). Per the physician, the location (t11-t12) of the scs lead was not ideal for the patient's pain pattern. As a result, the scs lead was explanted and replaced with a different model at t8-t9. Effective stimulation was obtained following the surgical intervention.